Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that slow flow occurred and the patient later expired. The target lesion was in the proximal left anterior descending (lad) artery, which was "cutoff" with a large thrombus load. The lesion was predilated with a 2.50x12mm quantum¿ maverick¿ balloon catheter and thrombosuction was performed. A 3.50x40mm non-bsc stent was implanted. Slow blood flow was identified. The patient expired 2 days later.